Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal mid right coronary artery (rca) that was not tortuous or calcified and 75% stenosed. The tenku rx 3.50 x 8 mm balloon dilatation catheter (bdc) was being used for post-dilatation of a deployed stent. When the bdc was inflated for a third time, the balloon ruptured at 16 atmospheres. The balloon was not soaked prior to use. Further post-dilatation was performed with a non-abbott balloon catheter. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis identified a hole in the balloon at the proximal end. There was also damage to the surface of the balloon visible. A review of the lot history record identified no non-conformances related to this lot. A review of the complaint history was conducted and did not identify a lot specific product quality issue. Based on this analysis, it is determined the rupture was likely caused by an interaction with the stent during post-dilatation. Additionally, it was reported that the device was not soaked before use. It should be noted that the nc tenku instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. There is no indication of a product quality issue in regards to manufacturing or design. The performance of these devices will continue to be monitored.